Manufacturer narrative:
Additional information is provided in d.10., h.3., h.6. And h.10. The company service representative examined the system and was able to confirm and replicate the reported event. The fluidics controller and fluidics module were replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The fluidics controller and fluidics module were received and a visual evaluation of the returned samples found no visual nonconformities. The returned samples were installed into a calibrated vision system, where it booted up with no issue. The returned samples were tested and found to meet product specifications. The root cause of the reported event can be attributed to internal wear/reliability issues within the system. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported intermittent vacuum issues during irrigation and aspiration (I/a) and poor aspiration during the phaco mode during a surgical procedure. The surgeon stated the aspiration was not at maximum capacity but was enough to complete the procedure with no patient harm.